Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer smelled insulin on the pump and thought it was leaking from a crack in the pump touchscreen. Tandem technical support assured customer that insulin could not leak through the touchscreen and advised customer to change the cartridge. Customer's blood glucose was approximately 200 mg/dl. Customer reported pump was functional and had manual insulin injections as a backup.